Manufacturer narrative:
The technician cleaned and lubricated the siderail latching mechanisms to repair the bed.

Event description:
Info received indicates the right intermediate siderail is not latching.